Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the monopolar curved scissors (mcs) instrument and the maryland bipolar forceps (mbf) instrument arced while inside the patient. The instruments were immediately sequestered and the surgeon examined the abdominal cavity for evidence of injury. Although the initial reporter indicated that there was no patient injury, the following information is unknown: if the surgeon identified any evidence of an injury while examining the abdominal cavity, and what surgical intervention (if any) was rendered due to a possible injury. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. A visual internal and external inspection was performed and there were no issues found. Manual articulation was performed and passed. There was no arcing during cauterization. The instrument was fully functional, and no product issue was found. Refer to medwatch report (MDR) with MFR. Report #2955842-2026-29829 for MDR submission of the event reported to monopolar curved scissors (mcs) instrument alleged arcing.